Event description:
A surgeon reported that during a combined vitrectomy case, the fiber optic sheath began smoking and became deformed. It was withdrawn from the eye and the surgeon reported that no harm occurred.

Manufacturer narrative:
A sample has been returned, but the analysis has not been completed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable information becomes available. (B)(4).